Event description:
It was reported that the image darkness on the 9800 sys was changing during the case. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc.